Event description:
It was reported that prior to starting a da vinci hysterectomy surgical procedure, it was noted that a frayed cable was observed on the tenaculum forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit damage. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. Failure analysis investigation also found the instrument's main tube had scratch marks and abrasions. The distal end of the main tube had a scratch mark with light material removal. The scratch was .183 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.